Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 7426, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2011, product type: implantable neurostimulator.

Event description:
Information was received from a patient who was implanted with a neurostimulator for parkinson¿s dual. It was reported that following their first revision surgery in 2004, half their face would go numb when they had the stimulation turned on due to it being ¿put in the wrong spot.¿ they stated that their healthcare provider had them turn off the stimulation which resolved their issue. Patient reported that following their second surgery in 2007, they were not able to get their stimulation adjusted. They added that when they were in the room their stimulation worked but as soon as they got to their door, their tremors returned. Refer to manufacturer report # 1030489-2016-03214.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.